Manufacturer narrative:
A CAPA has been opened to investigate this failure mode.

Event description:
On 07/03/2024, zyno medical llc received a report that the device was reported to have failed "30 psi value" calibration test under required parameters.